Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)12: (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain. Impression: a small umbilical hernia containing fat, now bowel involvement or bowel obstruction. Fatty liver with cholecystectomy clips noted. (B)(6)12: (B)(6). Radiology-acute abdomen series. Indication: abdominal pain. Impression: negative acute abdomen series. (B)(6)12: (B)(6). Office notes. ¿umbilical hernia¿, complains of umbilical pain, positive supraumbilical mass. Plan: laparoscopic, possible open repair. (B)(6)12: (B)(6). Operative report. Preoperative diagnosis: supraumbilical hernia. Postoperative diagnosis: supraumbilical hernia. Procedure performed: laparoscopic repair of supraumbilical hernia. Estimated blood loss: minimal. Specimen: none. Findings: as above. Anesthesia: general. Complications: none. Disposition: the patient tolerated the procedure in stable condition and taken to the recovery room in good general condition. Description of procedure: ¿the patient was brought to the operating room and placed in the supine position. General anesthesia was begun. The patient was prepped and draped in the usual sterile fashion. Marcaine 0.5 percent was infiltrated locally. A #15 blade was used to make a 1.5-cm incision in left upper quadrant. Subcutaneous tissue and fascia identified and divided. A #1 vicryl stay suture was placed. Peritoneal cavity was entered with blunt dissection. A 12-mm trocar was placed in to the peritoneal cavity direct vision. Pneumoperitoneum was established and then two 5-mm trocars placed, one in the left middle quadrant and one left lower quadrant. Laparoscopy revealed extensive omentum into the hernia. Harmonic scalpel was used to lyse all the omental adhesions approximately an 8 x 8 cm hernia defect identified. Borders measure and then 3 cm borders used on the end of it. The mesh was cut to appropriate size. A 0 gore sutures were placed in clockwise fashion. The mesh was placed in the peritoneal cavity and stab incision was used to pull the sutures through via suture grasper and the __ [sic] used between sutures to secure the mesh near __ [sic] the peritoneal surface. Complete coverage of the hernia defect accomplished. No evidence of bleeding or bowel injury appreciated. All trocars were removed under direct vision. Stay sutures were tied to each other to reapproximate the fascial defect. Subcutaneous wounds were irrigated. Bleeding was controlled with cautery. A 3-0 chromic was used to reapproximate subcutaneous tissue. Staples were used to close the skin. Sterile dressing was applied. The patient was awakened and taken to the recovery room in good general condition.¿ (B)(6)12: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 8458347. W.l. Gore & associates. The records confirm a gore® dualmesh® plus (1dlmcp04/8458347) was implanted during the procedure. (B)(6)12: (B)(6). Discharge summary. To go to day surgery and home when stable. No heavy lifting. (B)(6)12: (B)(6). Office notes. Pain near umbilicus, left abdominal pain, no hernia palpable, tender left abdomen at level of umbilicus. Impression/plan: CT abdomen pelvis, rule out occult hernia [illegible], return to clinic after CT. (B)(6)12: (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain, status post hernia repair. Impression: postoperative changes of the umbilical hernia repair. Some of the metallic left-sided anchors along the midline and upper portions of the mesh appear to be detached from the abdominal wall. Large 9.5 x 9 cm fluid collection noted surrounding the superficial and deep surfaces of the mesh, consistent with large postoperative seroma. Status post cholecystectomy. Enlarged liver and small lesion in the spleen, unchanged compared with (B)(6)2012 study. (B)(6)12: (B)(6). Office notes. Abdominal pain status post hernia repair with seroma. Plan diagnostic laparoscopy, possible open. (B)(6)12: (B)(6). Operative report. Preoperative diagnosis: abdominal wall seroma and abdominal pain. Postoperative diagnosis: abdominal wall seroma and abdominal pain with extensive adhesions. Procedures performed: diagnostic laparoscopy. Exploratory laparotomy. Lysis of adhesions. Evacuation of seroma. Removal of graft. Repair of incarcerated recurrent ventral hernia with allomax. Insertion of painbuster catheter. Assistant: laura sinha rnfa, who preoperatively evaluated the patient, first assisted during the surgery, and escorted the patient to recovery. Estimated blood loss: minimal. Specimen: mesh and hernia sack. Findings: as above. Anesthesia: general. Complications: none. Disposition: the patient tolerated the procedure in stable condition and taken to recovery in good general condition. Description of procedure: ¿the patient was brought to the operating room and placed in supine position. General anesthesia was begun. The patient was prepped and draped in usual sterile fashion. Marcaine 0.5 percent was infiltrated locally. A #15 blade was used to make a 2-cm elliptical incision. Subcutaneous tissue was divided. Fascia was identified and divided. A #1 vicryl stay suture was placed. Peritoneal cavity was entered with sharp and blunt dissection. A 12-mm trocar was placed into the peritoneal cavity under direct vision. Pneumoperitoneum was established and one 5-mm trocar was placed in the left lower quadrant. Laparoscopy revealed extensive adhesions and some bulging underneath the graft where the seroma was. I did not feel comfortable proceeding laparoscopically with this procedure, so it was decided to make an open procedure and I made a generous midline incision from the epigastrium to just below the umbilicus. Subcutaneous tissue was divided. Fascia was identified and divided. There was a seroma encountered anterior to where the mesh was. This was evacuated and there was seroma below the mesh as well. The mesh was opened, freed from the surrounding tissue, and I believed the previous hernia sac was filled with fluid. The hernia sac had become indurated from the inflammation and this was excised as well as the previous mesh was removed. Good fascial edges were obtained. Allomax 10 x 7 cm was used. A #1 pds was used to secure the allomax from the left side __ [sic] right side and tied together in the bottom. Complete coverage of the hernia defect was accomplished and laparoscopy was reestablished and then that revealed complete coverage of the hernia defect. Subsequently all trocars were removed under direct vision. Stay sutures were tied to each other to reapproximate the fascial defect. A 2-0 chromic was used to reapproximate subcutaneous tissue. Painbuster catheter via needle was placed for postoperative pain control and staples were used to close the skin. Sterile dressing was applied. The patient was awakened and taken to recovery in good general condition.¿ (B)(6)12: (B)(6). Implant sticker. Allomax surgical graft. Bard. (B)(6)12: (B)(6). Pathology report. Specimen: 12:is2220. Tissues: abdomen, nos ¿ abdominal mesh. Soft tissues, nos ¿ hernia sac. Diagnosis: specimen designated ¿abdominal mesh for ID¿, removal of: mesh material identified (gross only). Soft tissue, designated ¿hernia sac¿, herniorrhaphy: fibroadipose tissue with fat necrosis, reactive fibrosis, hemorrhage and inflammation. Clinical history: pre-op diagnosis: abdominal wall seroma. Post-op diagnosis: same. Gross description: the case is received in two parts each labeled with the patient¿s name ¿(B)(6)¿ and accession #is12:2220, accompanied by a requisition slip labeled with patient¿s name and the same accession number. Specimen a is received fresh, labeled ¿abdominal mesh for ID¿ and consists of an l-shaped portion of mesh material measuring approximately 23 x 9 x 0.1 cm. The mesh material is for gross identification only. Specimen b is received in formalin, labeled ¿hernia sac¿ and consists of fragments of inflamed appearing yellow-red fatty soft tissue measuring approximately 13 x 9 x 1.7 cm in aggregate. There is some attached possible fibropurulent exudate. The cut section reveals some erythema and possible necrosis. Representative sections are submitted in cassette b. Microscopic description: specimen a ¿ no sections. Sections of specimen b, hernia sac shows fibroadipose tissue with reactive fibrosis, fat necrosis, some associated hemorrhage and some associated fibrinous material. There is associated mild acute and chronic inflammation. There is no evidence of malignancy. (B)(6)12: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6)12 procedure were not provided.] (B)(6)12: (B)(6). Discharge summary. Seroma and ventral hernia. Procedure: exploratory laparotomy, drainage of the seroma, removal of previous mesh and insertion of allomax and repair of hernia. Hospital course: postoperatively required parenteral pain management, tolerating diet, ambulating, pain controlled on oral pain medication, afebrile, will be discharged home. No heavy lifting, follow up 1 week. (B)(6)13: (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain, rule out abstruction [sic]. Impression: pronounced diastasis of the rectus abdominis musculature with laxity of the anterior abdominal wall, progressive since prior study. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, seroma, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8458347. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.